Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse mistakenly titrated the heparin infusion with the rate instead of the dose. The facility's heparin protocol is to titrate according to dose (units/kg/hr) depending on a specific sliding scale. The infusion had to be stopped during the day and restarted and decreased by 2 units however it was decreased by 2ml/hr instead. Since the patient's ptt was therapeutic the nurse was instructed by the pharmacy to keep the infusion unchanged. The patient's baseline ptt was 30 and after this event the range was from 40.2 to 141.9. There was no lasting effect.